Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4) 2011 - plaintiffs preliminary disclosure form was received which identified part/lot information. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Supplemental information was received. Patient underwent a revision due to pain.

Event description:
Litigation papers allege, pt has suffered from injuries of a permanent, lasting and painful nature as a direct and proximate result of the asr system's failure. It is also alleged that pt's ability to perform and enjoy regular activities has been impaired as a result of the asr system's failure.